Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery was suspected to be depleting prematurely. A surgical replacement procedure is anticipated to resolve the event, but has not yet occurred. At this time, the ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that a charge timeout alert had been recorded. The device case was opened, and visual inspection noted that one of the two hv capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device's ability to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery was suspected to be depleting prematurely. Recently, this device was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This ICD has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery was suspected to be depleting prematurely. Recently, this device was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This ICD is expected to be returned for analysis, but has not yet been received.